Event description:
During a laparoscopy, the device had a broken handle out of the package, unable to use. New one opened to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis result found that the instrument was returned with the two handle halves separated at the ratchet and thumb ring area. The ratchet and the grasping feature of the device were found to be non-functional due to the handle's condition. The handles were noted to be separated due to a clearance condition between a locking pin on one handle half to the corresponding hole on the other half that requires interference fit.